Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented following a vibratory alert for inadequate high voltage therapy due to damage on the right ventricular (rv) lead. The issue was resolved by capping and replacing the rv lead. Further information was requested but not yet available.